Event description:
It was reported that this anonymous hemodialysis (hd) patient utilizing the fx coral 600 dialyzer who experienced a possible dialyzer reaction during an hd treatment. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s reaction; however, no additional information was obtained. In the intake, it was reported that this patient experienced an onset of dyspnea, hyperpnea with use of abdominal muscles to breathe and a peripheral oxygen desaturation of 87% following 60 minutes of treatment. Additionally, the patient had feelings of imminent death, facial flushing and general heat. It was also reported that the patient experienced approximately 50 ml of blood loss. From a provided post-event questionnaire, it was reported the patient was on hd therapy for two and a half weeks and never experienced a reaction during hd prior to this event. The patient recovered following one-time administrations of oxygen therapy, hydrocortisone at 200 mg, morphine at 0.3 c and clemastine at 5 mg. The patient¿s peripheral saturation of oxygen rose to 96% following medication administration.

Manufacturer narrative:
Clinical review: there is no allegation or objective evidence indicating a malfunction caused or contributed to the patient¿s allergic reaction, serious injury, patient death, or other adverse event(s) occurred related to the performance of any fresenius product(s) or device(s). Hypersensitivity to components of the dialyzer is a known and anticipated side effect that may occur due to the patient¿s intrinsic response to the material contained within the membrane as listed in the instructions for use. Investigation: event is addressed in IFU and/or on the label and the product deficiency is not related to falsification. The sample is not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. The cause for the failure reported cannot be confirmed based on the current available information. It is assumed that the patient reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. Batch record investigation showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. The rinsing and sterilization parameters reviewed; no deviations found.